Event description:
Gown was being worn by scrub person. Procedure was at least 3 hours in duration. Scrub person looked down at her gown at end of procedure and there was fraying of her gown at her waist level.